Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with syncope. Electrogram review, did not note any arrhythmias that could explain the patient's symptoms. Further review noted the patient's pacemaker exhibited atrial undersensing which resulted in premature exit from an auto mode switch episode. The premature exit caused the device to pace during the patient's atrial fibrillation episode. No programming changes were reported. The patient remains in the hospital. No further information was provided.

Event description:
New information received noted programming changes were made to address the atrial undersensing. The patient was stable throughout and will continue to be monitored remotely.